Manufacturer narrative:
Updated fields: d4 (primary UDI#), g3, g6, h2, h3, h6, h11. The 3pk n5 hook for hook handle (cev2295a) was returned for evaluation: evaluation of the hook for hook handle could not verify the complaint reported by the customer as valid. According to the customer the hook melted, but after observation it was determined that the device was only slightly abraded by cleaning. The customer likely cleaned the instrument with an agent that was too abrasive.

Event description:
N/a

Event description:
See h11.

Manufacturer narrative:
Corrected b5 of initial report: this report is 2 of 2, for the 2nd hook for hook handle cev2295a) reportedly used during this event and is related to mfg# 3003249645-2024-00052.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 2, for the 2nd 380mm dia5mm hook handle (cev229b) reportedly used during this event and is related to mfg#: 3003249645-2024-00052. It was reported that "during a hysterectomy, the hook melted". This happened twice. It was reported that no part detached from the hook. There was no impact to the patient, as they could complete the surgery with a third hook. Surgery time was increased by five (5) minutes.